Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. X-ray confirmed the device was a guidant ICD. The physician was unable to produce tones while applying a magnet over the device. The device was last checked two months ago, and was reported to be functioning appropriately at that time. A family member reported that this patient had recently received multiple shocks. Additionaly, it was reported that this device was set up in an extreme off-lable bi-ventricular configuration. A guidant technical services consultant discussed trying a new programmer.